Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On event date pt presented with spondylosis l5-s1. The investigator noted the event as moderate in intensity. The physician prescribed surgery to correct condition (l5-s1 fusion). The condition was reported as resolved with treatment in 2000. The investigation noted this event as unrelated to the administration of adcon-l. The investigation noted "idiosyncratic effect" as possible cause for the event.